Event description:
Customer's son reports back to back testing on the active system with results of 290mg/dl and 137mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.